Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during unpacking for a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician noted that there was damage on the proximal part of the stent when unpacking the 20 x 4.00 liberte monorail stent, so the device was not used. The procedure was successfully completed with another of the same device.